Event description:
It was reported that the patient had twiddlers syndrome. The right ventricular lead and the device were removed and replaced and the right atrial lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the full lead was returned and analysis found that the outer insulation had a breached depression. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.